Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on the distal part of the stent after stent implantation. The catheter was advanced and rotated to be released and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient condition after the procedure was good.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the catheter was cut in two parts and the sheath assembly was kinked. Microscopic inspection revealed the guidewire exit port was deformed. The tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that device entrapment occurred. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on the distal part of the stent after stent implantation. The catheter was advanced and rotated to be released and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient condition after the procedure was good.